Manufacturer narrative:
The investigation has just begun; results will be provided in a follow-up report.

Event description:
It was reported that the device posted an error message when the users attempted to switch from manual to automatic ventilation. There was no patient injury reported.

Manufacturer narrative:
The device was subject to an on-site evaluation performed by a dräger service engineer. The reported issue could be confirmed and, the replacement of a pcb which contains - among other functions - the sensors for pressure monitoring was considered necessary. The device was tested afterwards and returned to use. Log file evaluation provided by the manufacturer confirms the on-site expertise and the appropriateness of the repair measure. The device forced a shut-down of automatic ventilation to protect the patient from potentially hazardous output due to a malfunction of the airway pressure monitoring. The shut-down was accompanied by a corresponding alarm and followed by autonomous mode change to man/spont. As confirmed for the particular case, manual ventilation is not affected by this error condition - the user continued the procedure for more than one hour without any further restrictions. Dräger finally concludes that the device responded as designed upon the underlying error condition. The field failure rate of the particular pcb is inconspicuous and accepted - it was thus not considered necessary to perform an in-depth investigation of the specific failure mode.

Event description:
It was reported that the device posted an error message when the users attempted to switch from manual to automatic ventilation. There was no patient injury reported.